Event description:
Since femoral nail and femoral cap were fixed so hard, the surgeon was not able to remove cap from nail. After we remove cap from nail, we will send them to you. And we will send metal fragment found from the connection area of femoral cap and femoral nail.